Event description:
Rn called clinician to patient bedside to show her that the nasal cannula was broken. Clinician asked her if she cut it and she said no. It looks like it may have snapped. Patient was pink and stable with good spo2. Product available for risk mgmt. Recently changed to this new softer cannula after clinical evaluation.materials management will follow up with vendor westmed to see if lot is okay.